Event description:
Additional information from the health care professional of the clinical study reported the outcome was changed from resolved without sequelae to ongoing with no further action needed. The patient was reprogrammed as an intervention. No signs or symptoms were reported and the etiology was noted as not applicable to the device or therapy since there was no adverse event and not related to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, product type: lead. (B)(4).

Event description:
It was reported that there had been some out of range impedances on the patient's implantable neurostimulator (ins). Uploads were generated from the clinician programmer unit during a programming session with the patient. A report dated (B)(6) 2014 showed 1 electrode was involved (#3 versus all other electrodes) with the impedances measurement taken at 0.7 volts. It was also noted on the same date that #3 electrode versus #7 had a value of <(><<)> 50 ohms while all others showed values >10,000 ohms. A report dated (B)(6) 2015 showed electrodes #3 versus 7 had a value of <(><<)> 50 ohms when taken at 0.7 volts. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information reported that there was no adverse event reported in the event. It was also reported that there were a total of 2 impedance reports in the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-30, lot# 0208337901; product type lead product ID 37081-20, serial# (B)(4); product type extension product ID 37081-20, serial# (B)(4); product type extension